Manufacturer narrative:
Date of event and UDI section, operator of device, are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer has a busted tank. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One item was returned for investigation. With visual inspection, the tank cover has many cracks and it's missing a corner confirming the customer complaint. Overtightening the tank cover screws and/or dropping the device could have caused this issue. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 2006 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.